Event description:
The patient commenced on flucloxacillin 500mg qds, and completed the course on (B)(6) 2019. Upon futher review by the gp, the stoma site remained red.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient's wife reported that a swab was taken of the peg tube site that reported mrsa positive. As per the patient's wife, some ooze persisted to peg tube site that was cleaned regularly.